Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg), value was not provided. Customers husband ¿had to use the nasal glucagon¿ on the customer. No additional information was provided as the customer declined a follow-up from tandem technical support.